Event description:
Additional information was received and it was reported that for the physician the cause of the embolization is not clear. He thinks that the second non-target embolization in ima could be caused by guidewire. After the first non-target embolization he entered in the sac with the guidewire trying to select an ima collateral (in order to visualize the presence of anastomosis with ima main vessel). For him a piece of onyx detached from the cast in the sac due to guidewire mechanical impact, probably because the cast had no time to solidify.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that three vials of onyx 18 were injected. The first vial filled the endoleak, the second and third seemed to fill an area with soft thrombus. In the early and late computerized tomography (CT) scans, the leak was small and not present in the area where the second and third onyx vials settled, and in this area, the onyx cast seemed to be more blurred than the first one. When the doctor retracted the microcatheter, some onyx pieces immediately migrated in ima closing the vessel. The physician tried to enter in a collateral to verify if it could compensate, but during catheterization the guidewire entered the sac and new pieces of onyx migrated to the ima. Angio was done in the right hypogastric, and noticed that below the onyx cast, the circulation was completely compensated by hypogastric. After intervention, the patient was in healthy condition. The patient was undergoing surgery for treatment of a type 2 endoleak which is considered off-label. Ancillary devices include a cobra 5fr, 65cm, headway duo 2.1/1.6 fr da 156cm.